Event description:
It was reported that the ilet charger was not charging the device, and the user was advised to remove the case and orient the device with the screen facing upward; the user instead placed the ilet on a spare charger, after which the device resumed charging. Customer care provided support that included basic troubleshooting and user education regarding proper charging technique and device orientation. Investigation of this case revealed that the device functioned when used with an alternate charger, which supports a charging accessory or use-issue rather than a device failure. No adverse clinical symptoms during the event reported. Outcomes included no adverse clinical impact and no need for medical care or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user technique and accessory-related charging performance.